Event description:
A customer in singapore notified biomérieux of false resistant meropenem results when testing a patient escherichia coli isolate with the vitek® 2 ast- n356 test kit (ref 421352, lot 7961016103). Repeat analysis with the same lot of vitek® 2 ast-n356 test kit obtained susceptible results for meropenem. Disk diffusion was performed as an alternative method and susceptible results were also obtained. The susceptible results from the repeat vitek® 2 analysis and disk diffusion testing were reported to the physician. The customer indicated that the initial false resistant results did not lead to any adverse events related to the patient's state of health. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in (B)(6) regarding false resistant results for multiple antimicrobials when testing a patient escherichia coli isolate with the vitek® 2 ast- n356 test kit (ref 421352, lot 7961016103). Initial testing with the vitek® 2 ast-n356 test kit (ref 421352, lot 7961016103) obtained resistant results for ampicillin, amoxicillin/clavulanic acid, piperacillin/tazobactam, cefazolin, cefoxitin, cefepime, aztreonam, ertapenem, meropenem, and nitrofurantoin. Repeat analysis with the same lot of vitek® 2 ast-n356 test kit obtained susceptible results for all antimicrobials. Strain was not available for submittal so it could not be submitted for investigational testing. Submittal of the isolate is required in order to confirm a vitek® 2 discrepancy compared to the reference methods. Since the isolate could not be submitted for investigational purposes, no additional investigation could be completed. The vitek® 2 ast-n356 card, lot 7961016103, met final qc release criteria. The lot passed qc performance testing.